Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the home care patient believed that she observed insulin leaking between the tubing and the connector. The home care user reported that their blood glucose levels rose to over 600 mg/dl and had a large amount of ketones due to the interruption in insulin therapy. The home care user reported that they administered manual insulin injections to resolve their high blood glucose. No further adverse effects to user reported.